Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a coronary chronic total occlusion (cto) interventional procedure using an 8f sheath. Reportedly, the deployed/opened footplate was stuck in the tissue track and cold not be removed. The lever could not be lowered after attempting to close the footplate. Multiple unsuccessful attempts were made to remove the device. A vascular surgeon was then called and they broke the proximal part of the device where the metal meets the blue and continuously twisting and the device was ultimately removed. No vessel damage was noted. Manual compression was applied for 40 minutes to achieve hemostasis. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficult to close could not confirmed be confirmed due to device condition. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported issues appear to be related to operational context due to the circumstance of the procedure. It was confirmed there was no damage to the vessel indicates the device was likely in the subcutaneous tissue. In this case the inability to retract the foot is likely due to the reported tissue caught in foot. The inability to close the foot likely contributed to the device entrapment. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.